Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Noise and oversensing were noted on the right ventricular lead. The lead was capped and replaced. No anomalies were noted with the lead. The patient is in stable condition.